Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the er420 clip malformed. Another instrument was used to complete the case. There was no consequence to the pt.